Event description:
It was reported by the customer that the unit safety mode was not locking properly, resulting in the reverse trigger able to activate while in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the unit safety mode was not locking properly, resulting in the reverse trigger able to activate while in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.